Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported the bipolar cord did not function as expected. As a result, an alternate device as employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.